Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Date of this report - (B)(4) 2013. Device available for evaluation - yes. Report source - health professional, user facility and customer representative. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at post operation follow up visit exam with a feint microstriae on right eye near visual axis with mild decreased visual acuity. However, no loss of best corrected visual acuity was reported. A flap lift and rinse was performed. Patient reported a little blurriness in right eye.